Event description:
It was further reported that the device had never been switched on.

Event description:
It was reported there has been no data collection in the implantable cardiac resynchronization therapy (crt) device since implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).